Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the left master tool manipulator (mtm) to correct the reported problem. The fse also performed system programming and calibrations. The system was tested and verified as ready for use. Isi has received the mtm for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) to report that the surgeon could not move the camera arm and that the left hand moved to a curled-up position. The customer power cycled the system and resolved the issue. After the procedure was completed, the system event logs were uploaded. The tse was able to view the logs and determined that an error had occurred on the left master controller, indicating a voltage error reported by the left master tool manipulator (mtm). There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm2) was returned for failure analysis, and the reported failure (voltage drops making arm nonresponsive) was unable to be reproduced but could be confirmed as having occurred via field error logs. Visual inspection was performed. The mtm2 is no trouble found. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h11 for follow-up information.